Manufacturer narrative:
MFR's report date: 04/27/2011. (B)(4). The customer's report of tubing separation was confirmed. Visual inspection of the set received noted that the vinyl tubing was completely separated from the first smartsite inlet port. The root cause of this failure was identified as a mfg issue due to no solvent applied at the tubing to smartsite inlet port. Although lot number unk, the smartsite laser number indicates this set was built between (B)(4) 2010 and (B)(4) 2010. The exp date would then be 12/01/2013.

Event description:
Customer reported that in the oicu, a primary set came apart at the y site. No pt or user harm was reported. No further pt/event info is available.